Manufacturer narrative:
The user experienced a severe hypoglycemic event resulting in a motor vehicle accident and hospitalization. Review of device and cgm data from the reported date identified no device malfunction alerts and insulin delivery consistent with expected operation; cgm data were unavailable after sensor expiration earlier that day, and insulin delivery during bg-run mode was minimal. Based on available information, the hypoglycemic event and subsequent accident could not be attributed to a confirmed device malfunction.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event while driving, during which she became unaware of falling blood glucose levels, lost situational awareness, and was involved in a motor vehicle accident. Prior to emergency response, the user had last observed a cgm glucose value of approximately 150 mg/dl, did not perceive hypoglycemic symptoms, and experienced loss of memory surrounding the event, with cgm data unavailable after sensor expiration earlier that afternoon. Emergency medical services transported the user to the hospital where a blood glucose of 47 mg/dl was documented, treatment with intravenous dextrose was administered, and the user was admitted and discharged the same day in recovered condition, after which ilet therapy was resumed.